Event description:
Pt underwent MRI cervical scan of neck 10/31/97. On 11/3/97. Pt called MRI dept to report a reddended line on back of neck which the noticed after scan. Pt was examined by radiologist on 11/3/97 who noted a 3-4 inch long red line posteior neck in area or crease. Treated neosporin. Will be rechecked in a few days. MFR notified by MRI dept. Coil removed/replaced.